Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted.this emdr represents the bard/davol perfix plug(device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Addendum: h11: this is an addendum to the initial emdr submitted on 09-apr-2019. This supplemental emdr was submitted with the provided date of implant and event. Updated fields: b3, b5, d6, g1, g2, g5, g7, h2, h10. This supplemental emdr represents the first bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1) and an emdr was submitted to represent the second bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax(device #1) and/or an unspecified bard/davol perfix plug(device #2) on 5/21/2007 and/or 6/25/2007. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax(device #1) and perfix plug(device #2). It is alleged that the patient had unspecified injuries on 6/25/2007, 12/26/2007, 4/16/2008 and 12/10/2018. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2007 and two bard/davol perfix plugs on (B)(6) 2007 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had unspecified injuries on (B)(6) 2007, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax(device #1) and/or an unspecified bard/davol perfix plug(device #2) on (B)(6) 2007 and/or (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax(device #1) and perfix plug(device #2). It is alleged that the patient had unspecified injuries on (B)(6) 2007, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2018. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per amended legal claim: attorney alleges per short form that the patient underwent surgery for implant of unspecified bard/davol 3dmax on (B)(6) 2007 and two bard/davol perfix plugs on (B)(6) 2007 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had unspecified injuries on (B)(6) 2007, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device 1). Per op notes, ¿the hernia was reduced. The mesh in lateral inguinal canal was noted. The recurrence in the scrotal sac was found. A large 3dmax mesh (device 1) was placed in proper position and tacked to iliopubic tract.¿ (note: the previously placed mesh seen in this procedure was unknown). On (B)(6) 2007 ¿ patient was diagnosed with painful recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 2). Per op notes, ¿the hernia sac was reduced. A small perfix plug (device 2) was placed into the defect and patch was placed over the plug which connected to pubic tubercle using sutures.¿ on (B)(6) 2007 ¿ patient was diagnosed with right lower quadrant inflammatory mass thereby underwent partial excision of mesh (device 1, 2). Per op notes, ¿a large mass was removed from suprafascial area with multiple tacks and mesh in its entirety.¿ on (B)(6) 2008 ¿ patient was diagnosed with recurrent right inguinal hernia, mesh granuloma thereby underwent removal of meshes (device 1, 2). Per op notes, ¿there was a severe balled up piece of mesh (device 1, 2) which appeared to be a plug. The mesh was removed and the fascial defect with sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 3). Per op notes, ¿at the pubic tubercle, a very small hernia defect was noted. The small perfix plug (device 3) was placed into the defect and sewn in place using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted.this emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum 1: h11: this is an addendum to the initial emdr submitted on 09-apr-2019. This supplemental emdr was submitted with the provided date of implant and event. Updated fields: b3, b5, d6, g1, g2, g5, g7, h2, h10. This supplemental emdr represents the first bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1) and an emdr was submitted to represent the second bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Addendum 2: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no.), d.6a, d.6b, g1, g3, g4, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event). This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdrs were submitted to represent the 3dmax mesh (device 1) and perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Device evaluated by MFR: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and/or an unspecified bard/davol perfix plug (device #2) on (B)(6) 2007 and/or (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax (device #1) and perfix plug (device #2). It is alleged that the patient had unspecified injuries on (B)(6) 2007, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2018. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."